Manufacturer narrative:
Initial.

Event description:
It was reported that the customer accidentally dropped the ilet, resulting in a cracked touchscreen and an unresponsive screen while blood glucose remained unaffected, consistent with a device fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or medical conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the damaged touchscreen and a device fracture consistent with user-induced damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.